Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to an in-clinic follow-up on (B)(6) 2020 with their right ventricular lead exhibiting loss of capture and increased capture threshold, along with low sensing. The lead was put out of service and replaced on (B)(6) 2020. Patient had no symptoms and no consequences after the procedure.

Manufacturer narrative:
Corrections: b5, d7.

Event description:
New information received noted that lead was explanted, not capped on 18 dec 2020.